Event description:
The user facility reported to terumo cardiovascular systems prior to cardiopulmonary bypass surgery, during set up, a hair was found in the individual packaging of the oxygenator. There was no pt involvement as this occurred during set up. The product was not used. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, the investigation has yet to be completed. Terumo will be submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).